Event description:
In the course of troubleshooting a power concern, it was discovered that there were missing segments from the display. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.